Event description:
After using renu with moistureloc, I developed an ulcer on my left cornea. I was treated at eye & ear institute, upmc presbyterian/shadyside for six months. Treatment included steroid eyedrops, antibacterial eyedrops and oral antibiotics. I have a scar on my cornea and permanent vision loss in my left eye. Dates of use: 10/15/2006 - 02/26/2007. Diagnosis or reason for use: rinsing, storing and cleaning of soft contact lens. Event abated after use stopped or dose reduced? Yes.